Event description:
It was reported that a patient's device was unable to be interrogated, even after 10 attempts. It was noted that the patient may have gained weight, though the family did not think so. The company representative was unable to locate the generator despite multiple attempts. The scar and scar tissue could be seen, but the device could not be located. The device was not believed to be dead as it was implanted two years ago and the patient was at relatively low settings that have not been changed. It was further noted that in the past, they have had difficulty interrogating the device, but usually ended up being able to. The physician questioned if the issue was due to implant depth, weight gain, or device migration, and the patient was referred for exploratory surgery to possibly relocate the generator to a "better location". The surgery was not to preclude a serious injury. It was confirmed that non-absorbable suture was used to secure the generator at implant. A battery life calculation was performed and with the data available, it confirmed that it was unlikely that the device had depleted. The patient underwent a battery replacement surgery due to failure to communicate. Pre-operation interrogation was not successful due to suspected deep implant depth. The old generator was explanted and interrogation was attempted multiple times with the device still connected to the leads and the programming wand placed directly on top of the generator. After replacing the generator, interrogation with the same programming system was performed successfully, with impedance within normal limits. The explanted generator was returned for analysis. Analysis was completed and it was found that the generator could not be interrogated when it was received so further diagnostic and electrical testing could not be performed. The battery was measured and confirmed an end of service condition. The pcba was tested with the battery removed, fine grit sandpaper was used to remove observed contaminates form the trimmed edge of the pcba. Based on the test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions and the failure to program. A review of the device history record indicated that the generator had been laser-routed which has been shown to produce excess debris on the circuit board. This debris may lead to excess current draw from the generator, which can deplete the battery prematurely. No further relevant information has been received to date.